Event description:
Caller reported cgm error 42, which did not indicate an adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a pump reset, after which the cgm error code did not reappear, allowing the caller to successfully start their sensor session.